Manufacturer narrative:
It was reported that two shutdown occured during a surgery and restart immediately. According to technical investigation, when the device restarts itself it is because a power outage or an intensity decrease occured. The root cause of this event cannot be determined precisely.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that two times the robot shut down and restarted itself during contactless registration step of the surgery.